Event description:
Additional information was received from a healthcare professional (hcp) and a company representative. Perthe hcp, during the procedure it was determined that the catheter was not intrathecal, so the catheter was replaced, and the hcp believed the new pump was then programmed to minimum rate mode. The cause of the motor stall and the pump clock being off by 1 hour and 1 minute was unknown. The patient experienced a sudden loss of therapy related to the event. The patient¿s status after device removal was noted to be ¿recovered without sequela¿.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# j11280r25 implanted: (B)(6) 2002 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709 serial/lot# (B)(6), ubd 2004-06-26, UDI# (B)(4) h3 ¿ the pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the lower shaft of gear number two. H6 update: the conclusion code 24 pertains to the analysis finding of a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. The conclusion code 67 pertains to the reported pump clock having been off by one hour and one minute. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving hydromorphone (8.9 mg/ml at 5.9479 mg/day) and bupivacaine (0.8 mg/ml at 0.53465 mg/day) via an implantable infusion pump. It was reported that the pump started beeping overnight they interrogated the pump and noted a service code 100 for a motor stall and code 302 for the pump clock being off by 1 hour and 1 minute. The pump was replaced and would be sent back for analysis.